Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned device confirms scratches present on the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a review of the products¿ design history was conducted and found no changes to the materials for these products. A DHR review was conducted and is attached to this memo.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka for left oa. During the surgery, when the surgeon performed an osteotomy with the instruments, a large amount of metal debris was generated, and the bone stained black. The surgeon suspected that the material had changed and commented that the material of the instruments had become less expensive. When an osteotomy was performed with a notch guide, an osteotomy was performed with a reciprocating saw, but the metal part was severely abraded. Also, the precision of the slit seemed to be poor, and a large amount of metal debris was generated. The surgeon used a 1.19 mm blade. The clearance with the slit was large, and the surgeon also operated not to touch the slit. The surgeon stated that even a new instrument did not do this. No further information is available.